Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a skin irritation under his left breast. The area was described as a tender lump. It was reported that the patient's doctor was made aware of the irritation and prescribed a medication. Multiple attempts to follow up on the final medical condition of the irritation were unsuccessful.